Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the lor syringe felt gritty and did not work well. Lubrication was tried using saline but there were still issues. There was no reported patient injury.